Manufacturer narrative:
The device, multifunction cable, and CPR adapter were returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive debug and final testing without duplicating the report. The device passed the final test procedure, was recertified, and returned to the customer. The electrode pads used were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown) during cardiac arrest, the device was unable to analyze and did not recognize the attached electrode pads. Complainant indicated that the patient subsequently expired.